Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.010.063, lot 8089185: manufacturing site: hagendorf. Release to warehouse date: october 25, 2012. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H3, h6: a product investigation was completed: visual analysis of the returned sample revealed that protect sleeve has scratches all over and no other issues were identified. The dimensional inspection was not performed due to alleged complaint condition. The functional test was not performed for since the device was received by itself. The observed unable to assemble condition of the components is not consistent with the complaint condition. The drawing reflecting the current and manufacture revision was reviewed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the diaphysis fracture of femur with the sleeve in question. When the surgeon used the protection sleeve over the distal device, it was too hard to fit in. The surgeon kept using it and the drill interfered with it. When another sleeve was used, the operation was completed without interference with about fifteen (15) minutes delay. The patient outcome was stable. No further information is available. Concomitant device reported. Unknown drill bit (part# unknown, lot# unknown. Qty 1). This report is for one (1) 12.0mm/8.0mm protection sleeve 188mm. This is report 1 of 1 for (B)(4).